Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin and that the insulin gauge was inaccurate. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that resistance was experienced during the fill process with multiple cartridges. A syringe needle change was performed to address the issue. Customer's blood glucose level was 90 mg/dl.